Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump module had stopped infusing levophed. The infusion was manually programmed for 16 mg/250ml on (B)(6) at 10:52am. There was patient involvement but impact is unknown. Although requested, further information was not provided.